Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around 10:30am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 290mg/dl. A normal result for that time of day is usually around 110mg/dl. Caller stated that he performed another test and received a result of 224mg/dl. Caller stated that he then drove himself to (B)(6) general hospital emergency room located at(B)(6) due to getting high results. Caller stated that he did not consume any medication or food and drink prior to going to the hospital. Caller stated that when he arrived at the hospital his blood glucose was 104mg/dl. Caller stated that he was not given any treatment for his blood glucose and he was discharged with instructions to take his medications. Caller was using test strips that were expired, he was educated not to use expired products and to discard them. No further information was provided.